Event description:
Implant date: 2004. It was reported that x-rays taken in about 3 month later showed that two set screws had backed out in the middle of a l3-l5 construct. Device was explanted in about 3 weeks later.